Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was noted to be unresponsive. The customer connected the pump to a power source to charge for several hours and the pump turned on. The customer's blood glucose level was 93 mg/dl. Subsequently, the pump shut off unexpectedly. The customer reported that the pump was unresponsive, however the pump beeped when the customer pressed on the wake button. Reportedly, the customer has manual injections available as alternate insulin therapy.